Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The additional evaluation revealed that the threads tip is indeed broken apart. Unfortunately we are not able to reproduce this damage in retrospective, as we have no detailed information. We can only assume that the breakage has been caused by too much mechanical stress / handling. Of course, it is a delicate design with the thread being quite thin-walled; therefore it is important to follow the corresponding op-technique. The review of the material and manufacturing documents did not show any discrepancies to the specifications actually, the article corresponds to the new version. No product fault could be detected. However, a review of the device history records has been requested.

Event description:
It was reported that the part is broken away at the thread of the holding sleeve. Holding sleeve cannot be connected with the screw head anymore and it spins. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis.the device history record review states the suppliers certificate of compliance indicates the parts were manufactured to and met the required specifications. The lot was inspected to the synthes, incoming final inspection sheet.